Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and discovered that the customer spilled saline into the monitor cable where the monitor cable attaches to rescue, this caused the screen to flicker on & off as customer described. To fix the issue, the fse cleaned the saline residue from both sides of the connector. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) monitor screen started flickering on and off. The customer replaced the iabp with another to continue therapy. There was no patient injury or adverse event reported.